Event description:
The customer initially called to report that the insulin pump was delivering insulin even though the bolus wizard was suggesting no insulin should be delivered. The customer felt the insulin pump was malfunctioning. The customer then stated she was hospitalized for low blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.